Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump error during normal use. Blood glucose level at the time of the incident was 5 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.